Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. There were no patient consequences.

Event description:
New information received notes that programming changes were performed to resolve the issue. There were no patient consequences post-intervention.